Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving hydromorphone 95.7mg/ml at 20mg/day and clonidine 90mcg/ml and 19mcg/day via an implantable pump. The indications for use were non-malignant pain and failed back surgery syndrome. The patient's family reported that the device hasn't worked all day and the patient was getting sick. It was reported that the patient came into the office stating that they felt poorly. The patient's ptm was giving a code the patient had not seen. The code was 8474. The patient called the manufacturer and they said the code indicated the pump went back to factory settings, code means "pump reset". The patient had not been hearing the pump alarming or beeping. Upon interrogation, the alarm for pump in safe state occurred. Looking into the logs they recorded a reset occurred on (B)(6) 2016 at 9:04 and that it occurred because of a low battery. And then the pump went into a safe state. Per the reporter there were not any environmental/external/patient factors that may have led or contributed to the issue. The reporter had reported the results to the managing healthcare provider. The healthcare provider reported that the patient was given oral medications until the pump could be replaced. The cause of the low battery reset was reported as eol. The pump was replaced.

Manufacturer narrative:
Analysis of the pump found the battery had high resistance.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.